Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod for approximately 1 day. The patient's blood glucose remained elevated despite boluses administered using the pod. The patient's legal guardian reported insulin leaking and pooling under the adhesive, and that the pod cannula is likely occluded. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched which caused the soft cannula to measure out of specification, 31.63 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. No occlusions were observed in the soft cannula and fluid was able to flow completely through the soft cannula without obstruction. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device.